Event description:
It was reported that far field r-wave (ffrw) over-sensing, and inappropriate mode switching were observed on the right atrial (ra) lead. No programming changes were made. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead implanted (B)(6) 2003. (B)(4).